Event description:
Pt reported that his dr provided him with trial lenses and his eyes became inflamed after use. The pt went back to his regular lenses and wore them for one day but then wore his glasses from then on. He did not seek medical attention for 2-3 weeks. He stated that he was being treated with steroid eye drops for an allergic reaction and instructed no lens wear. When the pt visited his optometrist he had inflammation, redness, pain and light sensitivity in the right eye. The optometrist diagnosed him with iritis and prescribed prednisolone. The doctor stated the event could be attributed to the lens as this occurred after the pt tried the lenses. Although the pt was still under treatment he was advised he could resume lens wear during the day.

Manufacturer narrative:
The contact lens involved in the event was not returned by the pt and no lot number info was provided. Based on all info, no causal factors can be determined, and no conclusion can be drawn.